Event description:
It was reported that after removing the faradrive sheath that was used during a pulsed field ablation procedure, a membrane-like substance was found adhered to the shaft. The membrane was described such that it could be rolled and stretched but would not tear. As there was a possibility that the material was patient tissue per the physician, ultrasound and computed tomographic (CT) imaging were performed after achieving hemostasis to check the blood vessel, but no injury was identified at this time, and no patient health injury was noted. The original device was reportedly used to complete the procedure. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific confirmed the reported clinical observation of tissue damage and foreign material present in device. It was determined that the tissue damage and foreign material present in device are a known inherent risk of use of this device. During return device analysis, a membrane-like substance was observed on the exterior of the sheath shaft. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: visual inspection of the device was found to have a portion of its shaft wrapped in foreign membrane when the device was removed from its packaging. Analytical lab analysis determined the observed membrane-like substance adhered to the sheath shaft to be consistent with biological tissue. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the faradrive device confirmed that the event of tissue damage and foreign material present in device are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on the information provided, the reported event of tissue damage and foreign material present in device are a known inherent risk of the faradrive device. Tissue damage and foreign material present in device are an expected procedural complication addressed within the IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
It was reported that after removing the faradrive sheath that was used during a pulsed field ablation procedure, a membrane-like substance was found adhered to the shaft. The membrane was described such that it could be rolled and stretched but would not tear. As there was a possibility that the material was patient tissue per the physician, ultrasound and computed tomographic (CT) imaging were performed after achieving hemostasis to check the blood vessel, but no injury was identified at this time, and no patient health injury was noted. The original device was reportedly used to complete the procedure.